Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported in patient medical records that the patient presented for surgery with "severe, unrelenting neck pain with prominence of left trapezial pain, at times right brachial pain and some persisting pain consistent with c6 distribution to the left hand , though the patient had a prior carpal tunnel surgery years ago and notes some of those symptoms persisting since that time". 'CT and MRI scans, as well as plain x-rays, showed spondylolisthesis with 4mm motion on flexion/extension at c4-5 and similar motion on flexion/extension studies at c3-4. There is bilateral neural foraminal stenosis at c3-4, right-sided c5 foraminal stenosis and left-sided c6 foraminal stenosis per imaging studies which correspond to these upper extremity symptoms. These symptoms have been refractory to extensive conservative treatment including pain management with epidural steroid injections, trigger point injections and narcotic analgesics as well as physical rehab measures.' The patient underwent posterior spinal fusion from c3 to c6 using instrumentation and rhbmp-2/acs. Rhbmp-2/acs was wrapped around ceramic granules matrix. Patient showed good active motor function on recovery room exam. 509 days post-op, the patient presented for surgery status post anterior as well as posterior cervical fusion. Cervical area was fused down to t1 with breakdown at levels below. The patient underwent posterior thoracic fusion at t1-2. Posterior thoracic fusion at t2-3, 3-4, 4-5 with instrumentation, autograft, rhbmp-2/acs, ceramic granules block grafting, and demineralized bone matrix grafting. Facets were decorticated and packed in rhbmp-2/acs that was soaked onto a 10ml ceramic block. This was placed in each facet joint along with demineralized bone matrix and local auto-bone dust. No complications were noted during surgery. The patient tolerated procedure well. Reportedly, at an unknown time post-op, the patient allegedly experienced a formation of a knot near t5, constant swelling at t5, numbness and weakness in extremities, nerve damage, and swelling in the neck.